Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings. A microscopic analysis and leak test were performed which identified two openings striated. Based on the device analysis the final assessment is: two openings striated in the side radius/anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.